Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead underwent a second implant procedure to place a left ventricular (lv) lead after being unable to implant a lv lead during the initial procedure. It was noted the rv lead was repositioned for an unknown reason at the time of the lv implant procedure. Approximately one month later the patient returned for a system check at which time rv loss of capture (loc) was observed at high outputs in addition to decreased, but in-range, pace impedance measurements and decreased amplitude signals. Another revision procedure was subsequently performed during which time the rv lead was explanted and replaced. No adverse patient effects were reported.